Event description:
Sales representative reports the following for the user facility: set is leaking just below the middle ultrasite valve injection port. Customer was infusing normal saline in the primary set and piggy backing in taxol chemo leaked on the pt, no pt injury was reported.